Event description:
The patient reported that she just replaced her insulin cartridge and her infusion device would not go into the stop mode so she could perform a prime. The patient was instructed to remove and reinsert a new power pack. The infusion device went through the self-check successfully, but the infusion device buttons would not respond. The patient tried the same power packs in her back-up infusion device and she was able to prime and her back-up responded to button presses. The patient switched to her back-up infusion device and her blood glucose was not affected. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product has been requested for return to be evaluated.